Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported pain, emotional distress, stress, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava (vc)/organ/artery perforation, migration pain, emotional distress, stress, and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, h4, h6. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right jugular due to deep vein thrombosis. Patient is alleging migration, vena cava perforation and organ perforation. Patient further alleges pain, emotional distress, stress, physical limitation. Patient notes that another manufacture¿s ivc filter was placed approximately 4 days prior to cook filter and removed four days later. Report from computerized tomography (CT)2: "ivc filter" "some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat." "One strut penetrates into the duodenum." "One strut penetrates into the right common iliac artery." Report from CT: "there is an inferior vena cava filter with the tip below the renal vein inflow the tines of the ivc filter appear to project beyond the wall of the inferior vena cava. The anterior times appear in close proximity to retroperitoneal structures and venous mesenteric structures in proximity to the superior mesenteric vein." Report from CT: "ivc filter evaluation." "There is an ivc filter. The filter tip/apex is located approximately 4.9 cm distal to the lowest renal vein. No tilting is identified although the body of the filter abuts the anterior wall of the ivc. No strut fracture identified. There is perforation involving 4 of the struts. The anterior strut lies 1.8 .cm outside of the ivc and passes through a branch of the superior mesenteric vein. The posterior strut lies 1 cm outside of the ivc and pierces the psoas muscle. A right-sided strut lies 1.2 cm outside of the ivc and lies within mesenteric fat. A left-sided strut lies 1. 3 cm outside of the ivc and ends between the aortic bifurcation and a lumbar vertebral body." "Caudal migration of the ivc filter with perforation involving 4 shuts as described above."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."